Manufacturer narrative:
B5 - reported as replacement lens being implanted vertically and resolved problem - correction, replacement len implanted and resolved problem. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -12.50/2.0/112 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens implanted vertically due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).